Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The balloon was simply pulled out from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.